Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2019-00888; 315-0a-714, s809 - trauma, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - due to patient fell and opened up her arthrotomy from skin to implants. Did irrigation and debridement and replaced poly with sterile substitute.